Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Upon investigation of the case logs, the root cause for this is due to a combination of shot quality and tracking errors. Tracking errors can occur if the position of the fluoroscopy fixture and/or the drb moves in the time between when the x-ray was emitted and when the image is received by excelsiusgps. Patient breathing or using the refresh button to capture images can increase the possibility of a tracking error. A work order was fulfilled to perform an aak and accuracy test for the excelsiusgps unit. The unit onsite passed the testing and was left fully operational. Ultimately, the user in this case proceeded appropriately by not accepting images with potential registration inaccuracies. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.